Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer is using cold insulin, removing air with empty syringe and has reused cartridges, these are all off label use. Due to continuation of occlusions, the customer removed the pump, reverting to an alternate method of insulin therapy.